Manufacturer narrative:
The reported issue could not be duplicated or verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation shock during patient treatment. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation shock during patient treatment. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.